Event description:
This case is cross referenced with cases: (B)(4) (cluster). This unsolicited case from united states was received on 28-apr-2017 from a physician. This case involves a patient (unspecified demographics) who started treatment with synvisc one and after an unknown latency was unable to walk, had severe pain and swelling. The patient's medical history, past drugs, concomitant medications and concurrent conditions were not provided. On (B)(6) 2017, the patient received treatment with once dose of synvisc one injection, once (route: not provided) (batch/lot number: 6rsl030 and expiry date: 30-jun-2019) in the right knee for knee pain. On an unknown date in 2017, after an unknown latency, the patient experienced severe pain, swelling and was unable to walk. It was reported that symptoms resolved, but the physicians questioned if there was a product problem. Action taken: no action taken for synvisc one. Corrective treatment: not reported. Outcome: recovered/ resolved for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event (ime) for unable to walk. Additional information was received on 11-may-2017. The suspect product was confirmed to be synvisc one instead of synvisc which met specifications. Text amended accordingly. Pharmacovigilance comment: sanofi company comment for followup dated 11-may-2017: this case concerns a patient who received treatment with synvisc one injection for knee pain and later experienced abasia, pain and swelling at unspecified site. The event has been assessed as related to the suspect product since there is no alternative explanation to rule out the causal role of suspect product. However, patient underlying medical condition of knee pain can play a contributory role in occurrence of abasia.

Event description:
This case is cross referenced with cases: (B)(4) (cluster). This unsolicited case from united states was received on 28-apr-2017 from a physician. This case involves a patient (unspecified demographics) who started treatment with synvisc or synvisc one and after an unknown latency was unable to walk, had severe pain and swelling. The patient's medical history, past drugs, concomitant medications and concurrent conditions were not provided. On (B)(6) 2017, the patient received treatment with synvisc injection, dose: one injection (route and frequency: not provided) (batch/lot number: 6rsl030 and expiry date: 30-jun-2019) in the right knee for knee pain. It was unknown if the product was synvisc or synvisc one (office typically used synvisc-one, but the exact product used was not known). On an unknown date in 2017, after an unknown latency, the patient experienced severe pain, swelling and was unable to walk. It was reported that symptoms resolved, but the physicians questioned if there was a product problem. Action taken: stopped temporarily for synvisc and no action taken for synvisc one. Corrective treatment: effusion was aspirated. Outcome: recovered/ resolved for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for unable to walk. Pharmacovigilance comment: (B)(4) comment dated 4-may-2017: this case concerns a patient who received treatment with synvisc or synvisc one injection for knee pain and later experienced abasia, pain and swelling at unspecified site. The event has been assessed as related to the suspect product since there is no alternative explanation to rule out the causal role of suspect product. However, patient underlying medical condition of knee pain can play a contributory role in occurrence of abasia.

Event description:
This case is cross referenced with cases: (B)(4). This unsolicited case from united states was received on 28-apr-2017 from a physician. This case involves a patient (unspecified demographics) who started treatment with synvisc one and after an unknown latency was unable to walk, had severe pain and swelling. The patient's medical history, past drugs, concomitant medications and concurrent conditions were not provided. On (B)(6) 2017, the patient received treatment with once dose of synvisc one injection, once (route: not provided) (batch/lot number: 6rsl030 and expiry date: 30-jun-2019) in the right knee for knee pain. On an unknown date in 2017, after an unknown latency, the patient experienced severe pain, swelling and was unable to walk. It was reported that symptoms resolved, but the physicians questioned if there was a product problem. Action taken: no action taken for synvisc one. Corrective treatment: not reported. Outcome: recovered/ resolved for all events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The production and quality control documentation for lot # 6rsl030 expiration date (06/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl030 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criteria: important medical event (ime) for unable to walk. Additional information was received on 11-may-2017. The suspect product was confirmed to be synvisc one instead of synvisc which met specifications. Text amended accordingly. Follow up was information was received on 11-may-2017. No new information was received. Additional information was received on 18-may-2017. Ptc results were added and text amended accordingly. Pharmacovigilance comment: sanofi company comment for followup dated 11-may-2017: this case concerns a patient who received treatment with synvisc one injection for knee pain and later experienced abasia, pain and swelling at unspecified site. The event has been assessed as related to the suspect product since there is no alternative explanation to rule out the causal role of suspect product. However, patient underlying medical condition of knee pain can play a contributory role in occurrence of abasia.